Manufacturer narrative:
The initial reporter also notified the FDA on 9 april, 2020. Medwatch report # mw5093930 report source other: medwatch report a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in needle failed to retract. The following information was provided by the initial reporter: material no. 381434 batch no. 9290196. It was reported that needle failed to retract. Event description per email states: IV needle would not retract after pressing the retract button FDA safety report ID# (B)(4).

Manufacturer narrative:
The following fields have been updated with corrections: PMA/510k date received by manufacturer: 2020-09-10.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in needle failed to retract. The following information was provided by the initial reporter: material no. 381434 batch no. 9290196 it was reported that needle failed to retract. Event description per email states: IV neele would not retract after pressing the retract button dfa safety report ID# (B)(6).

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
B.5. Describe event or problem: it was reported that insyte autoguard pnk 20ga x 1.16in needle failed to retract. The following information was provided by the initial reporter: material no. 381434 batch no. 9290196 it was reported that needle failed to retract. Event description per email states: IV neele would not retract after pressing the retract button dfa safety report ID# (B)(6).